Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their integra 800 analyzer. The customer alleged there were eleven patients involved. The customer provided data for one patient with discrepant sodium and chloride results that were reported outside the laboratory. The patient samples were repeated on the customer's other integra 800 analyzer. The patient's sample was from the ER. The customer stated there were no interferences noted and the sample was "straw color, clear." The patient's initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l. The patient's initial chloride result was 94 mmol/l accompanied by a data flag. The repeat result was 104 mmol/l. The repeat results were deemed to be correct, and a corrected report was issued. Information on whether there were any adverse events was requested but not provided. The sodium electrode lot number was 21533541 and the expiration date was 06/06/2014. The chloride electrode lot number was 21540741 and the expiration date was 08/01/2014. The field service representative found a faulty st1 cable. He replaced the cable. The customer performed an ise precision check.